Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during priming. The caller did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 531 mg/dl, which was treated with a manual injection. During troubleshooting, the insulin pump was able to rewind and passed the displacement test. The customer's mother was advised to monitor the device. The insulin pump was not replaced or returned for analysis.